Event description:
Falsely depressed results were obtained on sodium (na), potassium (k) and chloride (cl) on qc and patient samples. Some patient results were reported to physicians. The samples were repeated on an alternate dimension exl system and higher results were obtained and reported. It is unknown if patient treatment was not altered or prescribed on the basis of the falsely depressed na, k, and cl results. There was no report of adverse health consequences as a result of the falsely elevated na, k, and cl results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed na, k, and cl results is an obstruction of the pinch valve of the integrated multisensor module. A siemens healthcare diagnostics customer service engineer was dispatched to the account and performed the necessary repairs. The customer confirming proper operation by running qc. The instrument is performing within specifications. No further evaluation of the device is required.